Manufacturer narrative:
System analysis was performed on july 18, 2017: the reported error 171, 211.202.1 and 235 were confirmed upon starting the laser. Based on the service information the servicing of the laser has not been completed therefore the root cause is inconclusive at this time.

Event description:
It was reported that during preparation for a bph surgical procedure error messages "171, 211, 202.1 and 235 came up after starting the system" the device was restarted and the same errors were observed. The case was completed using an alternative procedure "turp - bipolar". Patient complication: "none".

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. The replaced xps resonator s/n# (B)(4) was received at the manufacture on december 12, 2017. The resonator will be reworked in house.

Manufacturer narrative:
System analysis/service repair completed on november 14, 2017: the reported errors were confirmed and it was determined to be the result of a faulty resonator. The resonator we replaced. The system was tested and verified to meet manufacturer¿s specifications. The suspected faulty resonator has not returned for evaluation.

Manufacturer narrative:
The replaced xps resonator s/n# (B)(4) was received at the manufacture on december 12, 2017. Product evaluation: the resonator evaluation was completed on january 22, 2018 and noted no damage on crate, no external damage found on the resonator, found freeze indicators purple and desiccant was last changed on (B)(6) 2016 over one year old, the 2nd bar on the diode stack (B)(4) was burnt causing over voltage error. The diode was replaced (s/n (B)(4) and the desiccant was replaced. The resonator was realigned. The resonator was tested after repair and functionality confirmed. Probable root cause: based on fa results, the probable root cause was determined to be burnt diode stack causing over-voltage issue.